Event description:
It was reported that a patient presented with signal artifact noted on the patient's right ventricular and right atrial leads. The leads were explanted on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The reported event of noise was confirmed. As received, only the distal portion of the lead was returned for analysis. Electrical testing did not find any indication of conductor fractures although an internal short was noted. Further analysis noted a breach of the inner insulation at the suture tie impression region. The cause of the reported event was isolated to suture sleeve tie down forces. Visual and x-ray inspection of the lead did not find any other anomalies with the exception of procedural damage.